Event description:
It was reported the patient was no longer receiving effective stimulation. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was not able to provide effective stimulation. X-rays were taken and no anomalies were noted. Patient was reprogrammed with another programmer and effective stimulation was again not able to be achieved. Follow-up identified the patient will consult with his physician about a possible lead revision. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.